Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One 5.0 fr x 10 cm microintroducer was returned for evaluation. An initial visual observation showed use residue on the returned sample. The distal tip of the microintroducer sheath was observed to be damaged. A microscopic observation revealed one edge of the distal tip of the sheath was buckled with plastic deformation and a very small split at the corners. No damage was observed on the distal tip of the dilator. While the cause of the damage observed on the introducer sheath tip is unknown, possible causes include damage during handling or use. A batch history review (bhr) of regq2489 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the introducer is not functional. Another PICC line was opened to get a new introducer. The new introducer was able to place the PICC line. No other information was provided. 01/20/2023 - the returned microintroducer exhibited one edge of the distal tip had buckled and had a small split at the corners.